Manufacturer narrative:
Analysis and results: there are three previous complaints of this code-batch regarding another issue, only one closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open sample with a degraded thread inside and a detached needle. Thread on the open sample received is broken in pieces. Thread has been degraded by hydrolysis along these 2 years. We have checked the aluminum foil of this sample, but we could not find any hole or damage in it. We assume that there was a hole in the aluminum foil of this unit, nevertheless, the root cause cannot be determined. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Considering that there are no previous complaints of this code batch regarding this issue, we conclude that this is an accidental and isolated unit. Final conclusion: taking into account that the results of sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we have opened a CAPA in the system in order to determine root cause and actions to correct/prevent this defect to happen.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that separation of needle and thread occurs when the package is opened. There is no patient involvement.